Event description:
A PICC line cap was changed in the early evening. Report given about 2 hours later, tpn smell from infant. The line was clamped, but still leaking. Catheter was flushed with 1/2 ns with heparin with no attachment. Leaking was noted from PICC hub. The PICC line was removed.second event: the PICC dressing/site was noted to be wet. The dressing was removed and the catheter was found to be broken just beyond the wings on the catheter. The catheter was not able to be repaired and had to be removed. Frequent dressing changes documented on PICC documentation form suggest dressing integrity/catheter securement may have been an issue.